Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels in the 500 (mg/dl) range. At the time of the report, the customer stated current bg level was in the 300 (mg/dl) range and was going down. Reportedly, the cause of the elevated bg levels were unknown. Although tandem technical support offered to troubleshoot the issue, the customer declined. The customer delivered a correction bolus via the pump to address impacted bg level.